Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported link break and unexpected medical intervention appears to be related to operational context. It is likely an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a link break was found when the plunger of the first proglide device was removed. The sutures of two new proglide devices were successfully pre-placed in the lcfa. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the lcfa. One proglide device was used to achieve hemostasis in the right common femoral artery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.